Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens would not fixate in the capsular bag. The lens was removed from the eye due to being the incorrect size. In a follow up, the surgeon reported that even though the eye had micro-ophthalmia and a small capsular bag, the device contributed to a posterior capsule rupture due to the lens shot out of the injector. A vitrectomy was performed. There has been no retinal detachment and the patient is being monitored closely. Additional information was requested.